Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, the device was in backup vvi. The device was restored to normal function. The patient was stable throughout and will continue to be monitored.